Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found that the needle separated from the sensor base. Reliability analysis was unable to confirm that the customer received the sensor in the condition they stated due to customer returning an opened/used product. There was a complaint against the serter.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 153 mg/dl. Customer advised they attempted to insert the sensor and the sensor separated. Customer advised they did not always wear a sensor, they would sometimes skip between sensors and not wear the sensors consecutively. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.